Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was noted on both the right ventricular (rv) lead and right atrial (ra) lead. Insulation breaches were suspected. The leads remain in use and lead replacement procedure is scheduled. No patient complications have been reported as a result of this event.